Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's controller charged to full capacity, but failed to start properly, remaining on a loading screen. The device prompted for a passcode; however, no further response occurred after code entry. The patient also reported receiving a "battery is warming up" message and stated that the device became hot to the touch. Subsequently, the device became completely unresponsive. No adverse event or injury was reported.